Manufacturer narrative:
The facility engineer has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The facilities engineer indicated when the trendelenburg switch was pushed the bed would not go into the trendelenburg position.